Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the hospital that a patient underwent an initial hip replacement surgery. Subsequently, a revision procedure was performed, due to metallosis.

Manufacturer narrative:
(B)(4). Concomitant medical product - m2a-magnum recap cup 46odx40id, item 157846, lot 817398. Therapy date - (B)(6) 2018. Concomitant medical product - mag tpr adpr ti 38-40/-2 12/14 ,item 130824, lot 112455. Therapy date - (B)(6) 2018. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01269 and 3002806535-2018-01271.

Event description:
Revision due to metallosis.